Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed and generated a "vent inop" error message. The device was available for evaluation. A review of the ventilator logs indicated the ventilator was ventilated prior to the event and the ventilator experienced a loss of ventilation (lov). The service personnel (sp) inspected the unit and confirmed the vent inop with the background diagnostic codes in the logs. Sp was unable to duplicate the codes but replaced the direct current (dc) to dc converter printed circuit board assembly (pcba) and pneumatic interface (pi) pcba based on the codes. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the dc-dc pcba and/or pi pcba. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, this 980 ventilator alarmed and generated a "vent inop" error message. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned parts. Conclusion code (annex c): remove d02 and add d15 component code (annex g): remove g02005 and add g07001 h3 device evaluation summary: was updated due to analysis of returned parts. Medtronic conducted an investigation based upon all information received. It was reported that, while in use on a patient, this 980 ventilator alarmed and generated a "vent inop" error message. The device was available for evaluation. A review of the ventilator logs indicated the ventilator was ventilated prior to the event and the ventilator experienced a loss of ventilation (lov). The service personnel (sp) inspected the unit and confirmed the vent inop with the background diagnostic codes in the logs. Sp was unable to duplicate the codes but replaced the direct current (dc) to dc converter printed circuit board assembly (pcba) and pneumatic interface (pi) pcba based on the codes. The unit passed all the required calibrations and tests as per manufacturer specifications at the time of service. One dc-dc converter pcba and pi pcba were returned for analysis: the returned components were visually inspected and functionally tested with no malfunction or product deficiency observed. Although the dc-dc converter pcba and pi pcba were replaced in the field, the returned components were tested satisfactorily. With the information available a likely cause could not be determined. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.